Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, while checking the material, it was noticed that there was a hair in the sterile packaging. Catheter not opened, replaced.